Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Reportedly, the customer used the cartridge and insulin beyond labeling. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 432-433 mg/dl.